Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation along with additional units from the same batch. One device was found to retrieve a partial sample on the first a mode fire, and the subsequent fires retrieved no samples. The device was then found to operate in d mode. The reported failure was able to be observed. The root cause can be attributed to a tooling issue found during assembly. A search of the complaint database was performed and three similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and three similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.